Event description:
(Os 17.706) the dentist reported the non osseointegration of one dental implant ti titamax ex implant (4.1) 4.0x11 mm, but did not provide any other information about the case.

Manufacturer narrative:
(B)(4).